Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 41 mg/dl was treated with discontinuing use of the insulin delivery system and glucose/carb intake. Customer also reported insulin pump had scratches on the screen, and on the pump case. And reported there was a discrepancy between the sensor glucose and blood glucose values. The customer reported a sensor glucose of 65 mg/dl. The event involved product(s) mmt-1884, mmt-332a, mmt-382a, and mmt-7040a. Troubleshooting was partially performed for low blood glucose and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was used the auto mode feature at the time of reported event. Troubleshooting was performed for cosmetic damage of pump and customer confirmed can read the display and pump was functioning as designed. Troubleshooting was performed for sensor glucose vs blood glucose. The difference between sensor glucose and blood glucose was not within the range, it was more than 30%. No further patient complications were reported. Mmt-1884 was requested, and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-382a. Mmt-7040a was requested, and the customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose event was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Low bg was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.